Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) procedure on (B)(6)2016, two (2) verterbral spacer-pr 8mmx22mm/9mm height implants broke upon insertion. The surgeon retrieved the broken fragments easily and then moved to 9mm implant/grafts and implanted them safely. This resulted in a five (5) minute delay. The remainder of the procedure was completed successfully. Two (2) verterbral spacer-pr 8mmx22mm/7mm height implants broke upon insertion. As the surgeon started to impact the graft into the patient, both spacers broke when placed in with the same pr inserter. Fragments were easily removed. The surgeon decided to change to a 9mm graft which inserted fine. Patient outcome is unknown. This complaint involves two (2) devices. Concomitant devices reported: unknown pr inserter (part # unknown, lot # unknown, quantity # 1) this report is 1 of 2 for (B)(4).